Manufacturer narrative:
Additional information: d4. The device has been received and the investigation has been completed. The results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned. The device was visually inspected and the following was found: roughness: the flange was smooth; internal/external surfaces were smooth. Crack: no major crack was found. Delamination: layers were intact and did not separate. Discoloration: the device was transparent and had discoloration. General cleanliness: the returned device appeared to be not clean. It was observed that an anchor was broken off and one of the connectors was broken as well. Root cause description: the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. For the broken connector, a potential root cause for the failure could be due to the connectors being weaken over time which could cause the connectors to break. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the attachment broke off of a silent nite device. Additional information received reported that the patient only reported an issue with the bands, not the anchors. The patient did not report having any injuries and no intervention was required. It is unknown when the event occurred and when the patient stopped using the device.

Manufacturer narrative:
The device has been received but not evaluated. Once the investigation is complete a supplemental report will be submitted. Patient race/ethnicity and weight were requested but not recorded by the initial reporter. Manufacturer reference #: (B)(4).